Manufacturer narrative:
The 510 (k) is k093745.

Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) (B)(4) alleging that the subject meter was reading inaccurately low compared to another meter. The patient reportedly obtained blood glucose results of 6.8 mmol/l on subject meter compared to 7.7 mmol/l on another meter within 30 minutes. Based on statistical methodology, the calculated difference of these results met lifescan's accuracy criteria. This complaint was initially not reportable based on troubleshooting with customer service since there was no indication of a malfunction. There was also no allegation of harm or injury as a result of the alleged issue. Lifescan received the test strips involved with this complaint and completed device evaluation on (B)(6) 2012. The alleged inaccuracy low issue was not confirmed; however, a secondary issue was discovered during testing. The control solution test result with the returned test strips was above the expected range. The meter was requested to be returned; however, lfs has not received the meter. There were no allegations of harm of injury as a result of the alleged issue; however, this complaint is being reported because the returned test strips failed testing.